Manufacturer narrative:
G4:22mar2021. B4:05apr2021. Performance assurance testing could not be completed at the time of the power management board replacement as the battery was found to also be an issue. The fse informed the customer to contact philips to arrange for the additional corrective maintenance, or parts they required. There were no subsequent cases created for this device after the replacement of the power management board . Multiple good faith efforts were made to obtain information regarding battery replacement, device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer contacted philips inquiring on the status of the field service notification for the power management boards. The customer stated they have a device they are not able to power on. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site and replaced the power management board as part of the field service notification, however it was noted that the device had a bad internal battery that required replacement.